Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Nurse reported via phone call damage on the insulin pump. Customer's blood glucose level was 11.3 mmol/l. Nurse advised the insulin pump had a constant tone going off and the back light is coming on but nothing appears on the screen. Troubleshooting for cosmetic damage was performed. Customer fell and the insulin pump was bumped. Nurse was unable to perform the self-test because of the blank display anomaly. Nurse advised the device turns on and off constantly, it has a constant tone, audio/beep anomaly and missing segments. Troubleshooting for the constant tone and blank display was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No blank display was noted. The insulin pump had a flashing white display due to a cracked liquid crystal display controller. No unexpected audio anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.